Event description:
Additional information stated that in the physician¿s opinion, neither the transcatheter bioprosthetic valve or dcs caused or contributed to the aortic dissection or the patient death. No angiograms were available from the procedure, and no autopsy was performed.

Manufacturer narrative:
(B)(4). Title: a rare complication: an attempt of retrieval of an aortic valve wrapped with pig tail catheter during transcatheter aortic valve implantation authors: bekir serhat yildiz, yusuf izzettin alihanoglu, ihsan alur, harun evrengul, dayimi kaya citation: cardiovasc revasc med. Accepted for epublish june 22, 2015 (doi: 10.1016/j.carrev.2015.06.004) publisher accepted date used for event date.

Event description:
Medtronic received information via literature review that a (B)(6) male patient with severe aortic regurgitation (ar) underwent a procedure to implant a medtronic 31-mm transcatheter bioprosthetic valve (serial number not reported). During positioning of the bioprosthetic valve, it became dislodged from the annulus and embolized into the ascending aorta. During an unsuccessful attempt to recapture the device into the delivery catheter system (dcs) (lot number not reported), the pig tail catheter (ptc) became entangled within the bioprosthetic valve struts. A guidewire was used to straighten the ptc, however this did not release it from the bioprosthetic valve struts. A snare was successfully used to capture the ptc and pull it back into the abdominal aorta. The bioprosthetic valve was also snared and pulled back to the aortic bifurcation. During attempts to retrieve the dcs from the patient, the sheath's nose cone "ruptured". Traumatic acute aortic dissection extending to femoral artery was noted, and the patient was transferred to the surgical team. In surgery the aortic dissection was repaired and the ptc and the sheath's nose cone were retrieved. The patient died of ventricular fibrillation within one hour of the surgery. There was no allegation attributing the death to medtronic products. Additional information has been requested.